Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and amplitude fluctuations. A micro dislodgement was suspected as the cause of the reported allegations. A revision procedure was performed, and the lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.